Manufacturer narrative:
Prior to the event, qc results were within the established limits. A field service engineer (fse) was dispatched and found a fibrin clot in the collar wash valve and cleaned it out to restore the vacuum.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining two (2) erroneously high blood urea nitrogen (bunm) patient results generated by the unicel dxc 800 synchron chemistry analyzer. The customer noticed that there was a bubble in the modular chemistry (mc) sample probe vacuum line and that the probe had been dripping. The erroneous bunm results were generated as ordac (over range detection and correction) high errors so the customer re-ran the patient samples on an alternate instrument and generated correct results. The results provided by the customer are shown. There was no change to patient treatment or diagnosis.